Event description:
It was reported that the cpc connector of the tissue morcellator broke. No add'l info has been provided.

Manufacturer narrative:
Conclusions: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.